Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the device was used for post tibial arterial dilatation (off label). The balloon ruptured at approximately 2 atm. The device was removed. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering could not complete an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the dilation catheter was returned with blood and contrast visible in the inflation lumen, balloon and in the guide wire lumen. The balloon was loosely folded. The guide wire exit notch was torn for a length of 5 mm distal to the notch. There were four bends in the hypotube 20 cm, 42 cm, and 64 cm and 82 cm distal to the strain relief tubing. There was no other damage noted to the dilatation catheter. A new indeflator filled with water was used in an attempt to pressurize the balloon, but was not able to pressurize due to the dried blood and contrast in the inflation lumen. After the balloon catheter was pressurized and soaked in the water bath overnight, a longitudinal rupture was observed in the balloon distal taper proximally for a length of 9 mm. There was a scratch at the proximal end of the longitudinal rupture. Product performance engineering could not complete an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.